Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for another indication and while hospitalized the patient developed fungal peritonitis (four days after hospital admission). Treatment for the peritonitis was unknown. Two days after the peritonitis diagnosis, pd therapy was discontinued and the pd catheter was removed. On an unreported date, the patient was switched to hemodialysis therapy. Eight days after hospital admission, the patient was discharged. The following day the patient passed away at home. The cause of death was unknown. It was not reported if an autopsy was performed. It was reported the patient was recovering from the peritonitis at the time of death. Hemodialysis therapy was ongoing at the time of death. No additional information is available.